Manufacturer narrative:
The affected device was returned and technically analysed by ovesco. Upon arrival the clip was still on the cap and was slightly moved forwards on one side. The clip could be applied without problems during technical analysis. All components were inspected and no deviation from product specification could be detected. There is no indication of a product malfunction. When the endoscope is hold in a strongly angled position, like in this case, this can make clip application more difficult and more force may be needed to successfully apply the clip. The clip application must be verified by the user before tissue resection. It is stated in the instruction of use that the white application ring must be remain visible and be observed. Only when the white application ring has moved fully forwards to the edge of the cap the clip has been applied. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue. Note: this report is a retrospective submission of complaints from the year 2021.

Event description:
It was reported that the gastroduodenal ftrd was used to treat a lesion in the stomach. The use of suction to mobilise the tissue limited the view of the application ring. Clip application was not verified prior to tissue resection. The resulting perforation was closed with clips within the same procedure. The patient recovered well.